Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a button error alarm that she was unable to clear. The customer also stated that she is in the hosp due to blood clots and diabetes complications not related to the insulin pump. Advised the customer that the insulin pump would be replaced due to the alarm. Nothing further was reported.